Event description:
It was reported that the pulsavac kit arrived with its sterile seal opened. The event timing is outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: the product was returned unused in the tyvek tray with the seal open on one side. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. It is confirmed that the seal is open; however, it cannot be confirmed if the seal was opened prior to leaving zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.